Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain, nausea and low grade fever. The cause of peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (intraperitoneally, dose and frequency not reported) for peritonitis. The patient was retrained on aseptic technique on an unreported date. The patient recovered from the peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers gd896118 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.